Event description:
Pt had a spinal cord stimulator implanted 3/25/1999 and experienced heaviness in the legs and pain in the right arm, as well as dysuria. The lead was explanted on 3/26/1999 and found to be kinked. The implanting physician stated the pt's symptoms were due to physiological shock of the spinal cord. On follow-up the pt was recovered without sequellae.